Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion(frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) over 400mg/dl with strong fruity breath, polydipsia, polyuria, nausea, vomiting, and large ketones. The patient was hospitalized for diabetic ketoacidosis. The patient was treated with insulin via injection and IV fluids. This report is being made due to the bg excursion the patient experienced due to an occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: multiple occlusion alarms observed in the black box; the force at time of occlusions is high. A rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The coin slot on the top of the returned battery cap is damaged making the returned battery cap difficult to remove from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.